Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a patient who had an implant with some type of product to treat pain on (B)(6) 1986. The reporter stated that she thought it was some type of stimulation product but also mentioned a shunt. The reporter stated that she thought the implant was in her sister's brain and it was for some type of neuropathic pain. It was noted that the patient was in a long-term care facility. It was reported that after the patient had the implant, she had seizures so they discontinued use of the device, although to the reporter's knowledge the patient still had the device in place and nothing was explanted. The reporter stated that she was not aware that the patient had any external components that enabled interaction with the brain implant. It was noted that the patient continued to have pain issues, which were managed using oral medications. The patient was also on anticonvulsant medications. It was reported that the patient was inquiring about the type of implant so the patient's doctors knew what she had implanted to see if the implant has anything to do with the patient's underlying health issues. It was unclear what the underlying heath issues were. Additional information has been requested but was not available as of the date of this report.